Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure, a faradrive steerable sheath clear was selected for use. Initially, mapping was conducted by inserting a non-boston scientific mapping catheter into a non-boston scientific sheath. Subsequently, a switch from the non-boston scientific sheath to the faradrive was performed for the first pulse field ablation, completing the pulmonary vein isolation procedure. The catheter was then switched back to a non-boston scientific mapping catheter for further mapping. Due to a detected gap, the mapping catheter was removed, and suction was performed. Upon inserting the farawave and performing suction, air was aspirated. The procedure was completed without any patient complications. The device will not be returned for analysis due to concerns of infection and contamination.